Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: samples were received for evaluation. Visual examination of the returned samples revealed dried ink and embedded burnt plastic on the units. A complaint history check revealed no similar incidents for reported lot number 6264511. Conclusion: bd was able to confirm the customer's indicated failure mode based on the provided samples. Our quality engineer concludes the foreign was most likely introduced during the manufacturing/molding process. (B)(4).

Event description:
The 20ml bd luer-lok¿ syringes were dirty inside.